Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -06.00/+1.0/009 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2022. The reporter indicated toxic anterior segment syndrome (tass) was found after surgery. Treatment was performed - anterior chamber lavage and kenacort conjunctival injection. Recovery trend with steroids treatment. The lens remained implanted. The cause of the event was unknown.

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).